Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results from two cobas 6000 c (501) module analyzers. Only the data provided for one of the analyzers was a reportable malfunction. The initial alb2 albumin gen.2 result was 2 g/l and was reported outside of the laboratory. The doctor did not believe the result and called the laboratory. The sample was repeated and the result was 47 g/l. The patient was not adversely affected. The reagent lot number and expiration date were requested but were not provided. A specific root cause could not be determined. Additional information for further investigation was requested but was not provided. A preanalytic issue was suspected as multiple patients and devices were involved. A general reagent or analyzer issue was excluded based on the calibration and qc data.